Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement of the left femoral vein was attempted using a proglide device via a 7f sheath prior to a pulmonary valve replacement procedure. Reportedly, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f for the seven hour procedure. Post procedure the sutures of the two proglide devices were stuck on the outside of the skin level. The sutures/knot had an irregular appearance to them (gunked up). The physician did not want to take the chance of infection so the decision was made to cut the sutures out of the issue tract and apply manual arterial compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device and in-training for the pre-close technique. No additional information was provided.